Event description:
When I went to wash my child's "safety 1st featuring mombella ellie elephant teether, blue, small," I discovered that the tip was almost completely bitten in half (but still attached) and one of the textured knobs was completely bitten off. I do not know if my child consumed the missing piece. This item poses a potential choking risk and should be recalled immediately. (B)(4). Purchase date: (B)(6) 2018. I still have the product for the purpose of inspection and reporting, but it is no longer being used. I have contacted the MFR and am awaiting a response.